Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer's blood glucose was 500 mg/dl. The customer did not show any symptoms of the high blood glucose. The customer was treated with insulin pump for the high blood glucose. Also, it was reported that the customer encountered an insulin flow blocked alarm during bolus. Troubleshooting could not be performed; the insulin pump will not be returned for analysis.